Manufacturer narrative:
Asae / major bleed: the cause of the access site adverse event was use related as oozing was resolved by readjusting repositioning sheath and redoing the sutures.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing from the access site. The sheath was repositioned and a suture was placed to obtain hemostasis.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.